Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all fresenius products being used at the time of the event. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the history record review confirmed the labeling, material, and process controls were within specification. After review of the medical records, there is no definitive information that the pt developed peritonitis due to cycler not functioning. The medical records indicate the patient's catheter was positive for acinetobacter bacteria and probably the likely source of the peritonitis. The patient's pdrn also noted the reported hospitalization was non-product or treatment related. Fresenius medical care does not manufacture the catheter used by the pt.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported her (B)(6) female peritoneal dialysis (pd) pt missed 1 day of treatment due to a non-functioning cycler for 2 days. The pt was in "poor general health" and presented to the ER with creamy looking effluent, fever, abdominal pain, nausea and vomiting and diarrhea on (B)(6) 2015. The pt experienced emesis when eating. Subsequently, the pt was admitted to the medical/surgical floor and kept at "nothing by mouth (npo)" due to the nausea. The pdrn reported the hospitalization was non-product or treatment related. She had been receiving cycle treatments in clinic due to health status. Zofran was prescribed as needed for nausea. She was treated with empirical antibiotics, IV vancomycin and cefepime. IV fluids was started for dehydration and morphine for pain control and continued ciprofloxacin. The patient's pd fluid was positive for acinetobacter. Nephrology continued to follow the pt and the pd catheter was removed 3 days after admission on (B)(6) 2015 and a vas catheter was placed for regular hemodialysis (hd). Pd catheter tip was sent for culture and grew acinetobacter. The pt developed ileus while in the hosp likely due to excessive opiates. The pt was sent home on ciprofloxacin 400 mg IV for 21 does for a total of 3 wks via the hickman line placed on (B)(6) 2015. The pt was discharged in stable condition to continue hd.